Event description:
It was reported that five days post implant the right ventricular (rv) lead was not capturing during a routine check. The lead was repositioned to a septal position. Then hours after the lead reposition procedure the patient had tamponade and had to have a tap. It was noted that the tamponade was due to cardiac perforation. The lead was said to be in stable position from the reposition and remains in use. Patient is doing well and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).